Event description:
It was reported that both of the patient's lead extensions had high impedances. X-ray revealed that the leads had twisted. It was noted that the ipg was also flipped in the pocket. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was sutured down and both lead extensions were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). It was reported to abbott, a patient had multiple contacts with high impedance. X-ray showed the extensions were twisted. It was reported the patient¿s ipg was flipping in the pocket. Surgery took place where the extensions were explanted and replaced. The ipg was placed in the pocket and sutured in place. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.